Event description:
It was reported that tandem mobi pump generated cartridge alarm 30 after caller completed cannula fill step and there was no previous history of this alarm with this pump. There was no adverse impact to the customer's blood glucose level. Caller reloaded same cartridge, was able to resume insulin delivery, and technical support confirmed occurrence of cartridge alarm 30 with no further actions documented.